Event description:
On 2/08/07, it was reported to bsc that during a procedure (patient gender and age unknown) "the pebax coating was detached." It was reported, "when the bile duct was flushed [the] detachments - flowed out [and] these were retrieved with forceps." The procedure was successfully completed with another device. There was no reported complication or ill effect sustained by the pt. (See MFR's rpt no.6000048-2007-00049 for corresponding report on the other nasobiliary tube with jagwire used in this procedure).

Manufacturer narrative:
The device has not been rec'd by this MFR. An evaluation has not yet been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.